Event description:
During initial vascular access for placement of the excluder bifurcated endoprosthesis trunk-ipsilateral component, an arterial dissection occurred creating a false lumen on the right iliac artery. Not being able to obtain further access on the right side, the trunk-ipsilateral component was then placed on the left side, utilizing an aorto-uni-iliac approach followed by a surgical femoral to femoral crossover. Pt sustained blood loss of 2600cc and required transfusion.